Event description:
Swelling in right and left knees and feet, also extreme pain in legs with a fever of 103. Md will not be injecting next scheduled injections for this pt due to side effects. Dose or amount: 2ml, frequency: weekly x3 weeks, route: intra-articular. Dates of use: 2005 - 2009. Diagnosis or reason for use: osteoarthritis.